Manufacturer narrative:
A field service engineer (fse) was not dispatched. It was also resolved when decon/mac control were reran and near the mean result were obtained with good control recovery. Customer repeated patient sample run twice with good reproducibility decon resolved the issue. No further information required. A complaint history review for (B)(4) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There were (1) complaints reported during this time period which were similar to the present issue. The probable cause of the event was sample contamination this report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported high patient sample results with their aia-360.